Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was not working properly and displayed a poor visibility image. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunctions: customer complaint "not working" likely due to unit failed leak test due to puncture on cable. Lost picture likely due to water inside the ccd (charge coupled device) due to cut found on cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head was not working properly and displayed a poor visibility image. The issue was identified during reprocessing. There were no reports of patient involvement.